Event description:
Customer reported no image on monitor during fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board and re-greased the candlestick connectors. System operates as intended.